Manufacturer narrative:
(B)(4). Batch #: v9428n. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable a manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.